Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. It was reported that due to poor strength, it broke during surgery. The suture with low tensile strength, once opened, it is passed to the point in the subcutaneous cellular tissue and when knotted, it breaks immediately. It was tried again and it breaks again. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - were there any patient consequences? - please provide the procedure name. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-07358 and 2210968-2023-07359

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/26/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: it was reported that the sample is not available, since the customer discarded it because it is contaminated.